Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump resulting in the pump turning off as expected due to low battery. The customer's blood glucose was 188 mg/dl. Reportedly, customer was able to successfully charge the pump with an alternate usb cable.